Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient had been implanted with a prodisc-c at c5-c6 on (B)(6) 2009. The implant had shifted and had to be subsequently removed. Patient was returned to the o.r. On (B)(6) 2011 for removal and revision to anterior and posterior fusion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The relevant functional design requirements and verification/validation of these requirements can be found in the implant functional and design requirements traceability matrix (fdrm), revision d. These are the following: requirement 5.0 c fixation of the implant. Requirement 9.0 c patient selection (indication & contra-indications). Osteoporosis (dexa t score equal to or less than -2.5) and other bone diseases which could be potential sources of implant migration are listed as contraindications. Patients with such conditions were excluded from the clinical study. There is not enough information available for this complaint to determine the cause of implant migration. The endplate keel is the implants main source for primary fixation. Expulsion testing under a worst case scenario found the fixation provided by the implant keel to be more than sufficient to withstand normal physiologic shear loads in the cervical spine. As such, no updates to the fdrm are warranted at this time. The relevant risk hazards and how they were addressed can be found in the implant risk analysis (fmea), revision f and they are: hazard 5.1 c loss of plate fixation. Potential causes that could lead to loss of plate fixation requiring a re-operation as covered in the risk analysis include: improper placement - device not placed into the vertebral body enough to engage the flare of the keel. (Severity of 4, probability of occurrence of 2). Improper patient selection c inadequate bone structure or bone density (severity of 4, probability of occurrence of 2). Improper surgical technique c keels cuts created too big (severity of 4, probability of occurrence of 1). Patient trauma (severity of 4, probability of occurrence of 2). Design not sufficient to provide adequate primary fixation (severity of 4, probability of occurrence of 2). No update to the risk analysis is needed since the risk of migration is covered and the cause of migration is not known in this case. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement and/or patient selection and trauma. These topics are covered thoroughly in one or more of the following: product inserts, surgical technique guide, and mandatory surgeon training. The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Event description:
Procedure was performed on (B)(6) 2011. The c5 implant was noted to be loose and was easily removed. The c6 implant was also easily removed and a right c5-c6 foraminotomy was then carried out. Patient was then treated with a 7mm triad allograft from nuvasive filled with osteocel which was impacted into the prepared space under image intensifier control. Osteocel was also used to place in the keel positions of the removed total disc replacement. A 24mm gradient plus plate was placed after the anterior aspects of the c5 and c6 had been prepared. 14mm screws were used in c6 and left c5 with a 12mm screw in the right c5 hole. Preoperative x-ray was taken on an unknown date and an intra-operative x-ray was also taken.

Manufacturer narrative:
Device is used for treatment, not diagnosis.